Event description:
At the time of the surgery, (B)(6) 2021, the inspire system was removed due to lack of efficacy of the therapy. During the removal procedure, the sensor tip was found to have separated from the lead body and could not be located by the surgeon. The sensor was identified using imaging. The physician determined that retrieving the sensor would expose the patient to greater risk and decided to leave the sensor behind in the patient. Another procedure is planned to remove the sensor.

Event description:
Patient was seen by a thoracic surgeon and they did not recommend surgery to remove the tip.